Manufacturer narrative:
The subject product was not returned for evaluation and as a result a definitive root cause cannot be determined at this time. The force applied to the unit during use cannot be determined at this time. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies noted during manufacture. The customer did return fifteen same lot samples which were evaluated. A simulated use test was performed and the units were attached to an irrigation fluid source. None of the units detached during irrigation. Force was applied to pull the tips free and a visual examination found some units exhibited a lack of adhesive. Based on our evaluation, it appears the component may have come free due to a combination of a possible lack of adhesive on the device in combination with forces applied to the device by the user during use.

Event description:
Information as reported to davol: during a orif acetabular fracture procedure, the tip on the simpulse solo device detached and fell into the patient. There was no patient injury as a result and the procedure was completed using this device. All pieces were accounted for at the end of the case. The sample was disposed of by the user after the case.